Event description:
The customer reported that during a diagnostic laparoscopic urology procedure, the real-time images could not be obtained temporarily. A rainbow of color would appear and when the camera control power cycled the screen went black. A (5) five minute delay occurred while the camera was swapped out. The intended procedure was completed with a similar device. There was no bleeding or patient injury.

Manufacturer narrative:
The camera was returned to (B)(4), for evaluation. The customer¿s complaint of ¿no image¿ was confirmed. There was no image observed due to a bad cable. No other abnormalities were noted with the device. The cause of the cable failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based upon facts obtained from the investigation, the suggested phenomenon was seemingly due to a faulty cable after shipping of the product. However, the cause of this fault could not be further determined. Olympus will continue to monitor field performance for this device.